Event description:
A caller reported that their t:slim x2 pump battery would not charge, even after trying various troubleshooting steps including using the recommended charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement charging cable and wall adapter via two-day shipping, and the customer was advised to rely on backup therapy if the pump battery depleted before the replacement supplies arrived.